Manufacturer narrative:
(B)(4). Initially incident was reported under MDR 3002806535-2015-00340 we have not been provided with x-rays or any supporting documentation which could provide additional information. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database has found no similar complaints reported with this part / lot combination. In order to investigate the matter thoroughly access is needed to certain patient comorbidities, mris, CT scans, full x-rays incl. Laterals (pre and post primary surgery), routine blood tests to include inflammatory markers, hip aspiration to exclude infection, intra operative findings, histological findings and confirmation of armd/alval and retrieval. Investigation is completed based on current available information. The legal case is on-going. If any additional information becomes available, then the complaint will be reopened and investigated, and subsequently a supplemental report will be provided where deemed required.

Event description:
The following information was received from the legal department: the claimant had a right biomet magnum large head metal-on-metal total hip replacement. The subsequently then underwent a left biomet magnum large head metal-on-metal total hip replacement. The right hip was the most symptomatic and he was advised that he required to have a right hip revision.